Manufacturer narrative:
This is one of three device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly. Upon additional information being received the following fields were updated: the product specific information is not available and the product has not been returned, therefore no device history record has been performed.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the exposure to the product.

Manufacturer narrative:
This is one of three device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the exposure to the product.